Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed that autocapture was operating in high output mode. Unipolar lead impedance was 276 ohms and bipolar impedance was 936 ohms. At implant, unipolar lead impedance was 652 ohms. Capture thresholds were 2.2 v in both configurations. Segms showed oversensing of noise.